Event description:
Needle broken off in abdomen [medical device complication]. Case description: the patient has new onset of insulin requiring diabetes mellitus and was being trained on the use of the device. A surgical procedure was performed on 08 january, 2006. The patient was discharged on 10 january, 2006. The needle in question had been re-used once by the patient, the nurse had examined the needle prior to use and stated that it was fine. Comment: company comment: please note that novofine needles are intended for single-use only and are not to be bent.

Event description:
"Needle broken off in abdomen," concerns a woman using a novofine 8mm (30g) needle and a novopen 3 to inject novorapid (insulin aspart) for diabetes mellitus (type unknown). The staff nurse observed the patient injecting her novorapid insulin. The nurse carried out an airshot and after the patient injected herself with 14 iu of novorapid, she kept the needle in-situ for a number of seconds and withdrew. When the patient went to recap the needle she noticed that the needle was missing. The needle came away in its entirety from the molded plastic that attaches to the novopen 3. The full length of the needle was in the patient's abdomen. An x-ray examination confirmed that the needle was lodged in her abdomen. A surgical procedure was performed the day after under local anaesthesia, but it was not possible to locate and remove the needle. The patient was discharged, and informed to observe redness and soreness in the area, and if any of these symptoms occurred, she could return to the hospital. The outcome is reported as "not recovered." Needle conclusion: batch history from final qc-release examined. No abnormalities relating to the observed problem were found. Microscopical examinations performed. Needles tested for resistance to breakage. During testing it has not been possible to detect any irregularies on the sealed and unused needles from the same needle box as the needle involved in this complaint. Reporter causality: probable. Reporter comment: the nurse mentioned that she observed the patient's evening injection after the incident had occurred and on this occasion the patient bent the needle.